Event description:
Device malfunction: difficult to remove. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of a femoral artery after a diagnostic procedure. Reportedly, after clip deployment the device was difficult to remove from the pt's artery. An attempt was made to activate the safety release; however, it was unsuccessful. The device was ultimately removed by releasing the locking mechanism on the thumb advancer via the access ports as indicated in the instructions for use. Hemostasis was achieved using manual compression. There were no reported adverse pt effects. No additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete.